Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level; no bg level was provided. Prior to the low bg event, the customer's bg level was 189mg/dl, a correction bolus was being delivered when the customer experienced a low bg symptom. A carbonated beverage was consumed to address the low bg. After addressing the low bg, the customer's bg level was 122mg/dl.